Manufacturer narrative:
This report is being submitted as follow up no.1 to update the d1 section, to provide the device return date in the d10 section, to update the h3, h6 section and to provide the completed investigation results. One 8f angio-seal vip device was received for product evaluation. A kinked guidewire and sealed poly foil pouch were returned along with the locator/sheath assembly. Visual inspection revealed that the locator/sheath assembly was found kinked at blood inlet holes. There was a bent and kinked observed on the guidewire. The sealed poly foil pouch was then examined and blood-like substance could be seen on the poly foil pouch. There was an apparent deformation on the poly foil pouch. The poly foil pouch was then opened and the carrier tube was kinked near the manufactured slit. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that at that poly foil pouch was likely mishandled with contaminated gloves, which may have resulted in kinking of the carrier tube. Based on the returned device it is unclear if the kink occurred in the packaging, during the removal of the vip device (carrier tube) from the packaging, or as a result of mishandling the device. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Date of birth - patient was born in (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct a vascular closure with an angio-seal device after a percutaneous coronary intervention (pci). The sheath located the artery successfully, however when opening the package of the main body device with anchor, the catheter of the main body was found kinked. They stopped using the device and changed to a new angio-seal with the same size. The following procedure went on successfully and no harm was found on the patient.